Event description:
Upon internal review on 06-feb-2018, the case initially considered as serious was downgraded to non-serious as the preferred term of previously reported event couldn't walk was changed to gait inability from abasia. This case was cross referenced with case: (B)(4) (same patient). This sponsored solicited case from was received on 02- jun-2017 (with additional information received on 05- jun-2017 and both the information was processed together with clock start date of 02-jun-2017) from a patient via patient support program. Patient ID: (B)(6); country: united states (B)(6). This case involves a (B)(6) year old female patient who received treatment with synvisc one and the same day patient was unable to bear weight right leg, not getting sleep/ not able to fall asleep/unable to sleep, feeling a pain in the bone and ligament on the right side/bone pain to the right knee and leg, pings down to the toes on the right foot, severe pain in her whole leg/severe pain right knee and leg, felt some pressure/ felt a boom, swollen right knee, dollar size knot that can be seen and felt at the injection site/ size of quarter/ lump at the injection site in her right knee, really sharp pain that hurt a lot on the right knee/ feeling pain in the right knee/excruciating pain when laying down/severe pain in her whole knee/severe pain right knee and leg; after 1 day couldn't walk; after 3 days developed a lump on her hip/ at the top of the femur and lower part of the hip and feels like a bruise. The patient had been on synvisc one since a date prior to (B)(6) 2012 for osteoarthritis (oa) and degenerative joint disease of the right knee (djd). Three years ago, after the synvisc one injection, the consumer began experiencing feeling a pain in the right knee and the whole leg hurt described as a hurt to the bone in the leg. The patient had a reaction 3 years ago, as she had the injection from the side of the knee, and it was entire leg pain. During the injection three years ago the doctor had the patient lay flat on the mat or bed, the patient put her leg up and her knee up; the doctor did something different; and on the side on the right and back of the knee at an angle was the injection performed. The patient had synvisc since 2004 and she had always had some soreness and pain in the past but not like this. Patient experienced mild scleroderma, acid reflux, osteopenia, right knee osteoarthritis, cervical disc disorder of mid-cervical region, dry eyes. Patient was allergic to naproxen sodium (aleve) and had hives. Concomitant medication included pravastatin sodium (pravastatin) for cholesterol, levothyroxine sodium (levothyroxine) for hypothyroidism, immunoglobulin human normal (flebogamma) for hypogammaglobulinemia, omeprazole (prilosec) for acid reflux, calcium carbonate/colecalciferol (calcium d3), acetylsalicylic acid (aspirin "bayer"), ubidecarenone (coq10), fish oil, vaccinium macrocarpon (cranberry), borneol/camphor/diphenhydramine/glycol salicylate/menthol/methyl salicylate/squalen/thymol (salonpas). No concurrent condition was reported. On (B)(6) 2017, at 1445 hours, the patient received treatment with intra-articular synvisc one injection once (dose, batch/ lot number and expiration date: not provided) into an unspecified location for osteoarthritis and degenerative joint disease of the right knee. It was reported that this time the injection was from the side not the front as usual and the patient felt some pressure and pain. The patient felt a boom then alerted the doctor of the pain and the doctor shifted the needle around while it was still inside her and that hurt less. It was further reported that the injection went to the lower part of the thigh at angle into the knee. The same day, during the injection, the consumer began experiencing feeling really sharp pain that hurt a lot on the right knee and patient was unable to bear weight on right leg until the next day. The patient was using the cane that she brought for use after the injections, was not putting weight on the leg, used ice when getting home, stayed off the knee for feeling really sharp pain that hurt a lot on the right knee. At 11:00 p.m., the patient began experiencing feeling the excruciating pain kick in when laying down described as not getting sleep, feeling a pain in the bone and ligament on the right side, having a swollen right knee, having a half dollar size knot that could be seen and felt at the injection site, pinged down to the toes on the right foot. Treatment included staying off the right leg on (B)(6) 2017 (yesterday), staying off the leg again on (B)(6) 2017 (today), using ice packs every twenty minutes off and on for feeling the excruciating pain kick in when laying down described as not getting sleep, feeling a pain in the bone and ligament on the right side, having a swollen right knee, having a half dollar size knot that could be seen and felt at the injection site, pinged down to the toes on the right foot. There was no treatment for feeling a pain in the right knee and the whole leg hurt described as a hurt to the bone in the leg. It was reported that the patient thought that it was the doctor because he did the injection differently; that her previous doctor would use an ultrasound; that she started with her current doctor in 2012; that this last injection was the worse and the patient had a high pain tolerance. From 2300 hours to 0600 hours the next morning, the patient had severe pain. The patient was not able to fall asleep after the injection until 06:00 am the next day, with pain subsiding. On (B)(6) 2017, 1 day after the injection, the patient couldn't walk. It was reported that patient had severe pain right knee and leg from 3:30 pm until (B)(6) 2017. Patient was unable to sleep due to the bone pain to the right knee and leg. On (B)(6) 2017, the patient took off bandages from the injection; the knee was still swollen and it was now the size of quarter. The patient was able to sleep last night and when she got up to go to rest room and laid down the knee started to hurt but not as severe. The patient did not feel it is an allergic reaction; the pain was localized to the right knee. On (B)(6) 2017, 3 days after the injection, the following saturday and sunday, one new thing the patient noticed was a lump on her hip. It was reported that that it was at the top of the femur and lower part of the hip and felt like a bruise. The lump at the injection site in her right knee has started going down. It was reported that this current reaction the patient was having was worse. Corrective treatment: staying off legs; ice packs; using cane for feeling a pain in the bone and ligament on the right side, pings down to the toes on the right foot, severe pain in her whole leg, swollen right knee, dollar size knot that can be seen and felt at the injection site/ size of quarter/ lump at the injection site in her right knee, really sharp pain that hurt a lot on the right knee/ feeling pain in the right knee/excruciating pain when laying down/severe pain in her whole knee ; not reported for rest of the events outcome: not recovered for pings down to the toes on the right foot; recovering for swollen right knee, dollar size knot that can be seen and felt at the injection site/ size of quarter/ lump at the injection site in her right knee; recovered/ resolved for not getting sleep/ not able to fall asleep/unable to sleep, unable to bear weight right leg, feeling a pain in the bone and ligament on the right side/bone pain to the right knee and leg and really sharp pain that hurt a lot on the right knee/ feeling pain in the right knee/excruciating pain when laying down/severe pain in her whole knee/severe pain right knee and leg; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Reporter causality: not reported for all the events company causality: not associated for lump on her hip/ at the top of the femur and lower part of the hip and feels like a bruise; associated for rest of the events additional information was received on 07-jun-2017. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 06-feb-2018 from patient. Case initially considered as serious was downgraded to non-serious due to change in preferred term of event couldn't walk. Medical history was added. Concomitant medication and concurrent condition was added. Event of unable to bear weight right leg was added with details. Event of not getting sleep/ not able to fall asleep was updated to not getting sleep/ not able to fall asleep/unable to sleep and its outcome was updated to recovered/ resolved; event of feeling a pain in the bone and ligament on the right side was updated to feeling a pain in the bone and ligament on the right side/bone pain to the right knee and leg and its outcome was updated to recovered/ resolved; event of severe pain in her whole leg was updated to severe pain in her whole leg/severe pain right knee and leg and its outcome was updated to recovered/ resolved; event of really sharp pain that hurt a lot on the right knee/ feeling pain in the right knee/excruciating pain when laying down/severe pain in her whole knee was updated to really sharp pain that hurt a lot on the right knee/ feeling pain in the right knee/excruciating pain when laying down/severe pain in her whole knee/severe pain right knee and leg and its outcome was updated to recovered/ resolved. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 06 -feb - 18 : the case initially considered as serious was downgraded to non-serious as the preferred term of previously reported event couldn't walk was changed to gait inability from abasia.this case concerns a patient who received treatment with synvisc one and later was not able to walk. On the basis of significant temporal relationship causal role of suspect cannot be excluded in occurrence of the event. However, due to lack of information regarding past drugs, medical history and concomitant medications precludes complete medical assessment of the case.

Event description:
This case was cross referenced with case: (B)(4) (same patient). This sponsored solicited case from was received on (B)(6) 2017 (with additional information received on 05- jun-2017 and both the information was processed together with clock start date of (B)(6) 2017) from a patient via patient support program. Patient ID: (B)(6); country: united states. Study title: sanofi patient connection. This case involves a (B)(6) female patient who received treatment with synvisc one and the same day was not getting sleep/ not able to fall asleep, was feeling a pain in the bone and ligament on the right side, pings down to the toes on the right foot, severe pain in her whole leg, felt some pressure/ felt a boom, swollen right knee, dollar size knot that can be seen and felt at the injection site/ size of quarter/ lump at the injection site in her right knee, really sharp pain that hurt a lot on the right knee/ feeling pain in the right knee/excruciating pain when laying down/ severe pain in her whole knee; after 1 day couldn't walk; after 3 days developed a lump on her hip/ at the top of the femur and lower part of the hip and feels like a bruise. The patient had been on synvisc one since a date prior to (B)(6) 2012 for osteoarthritis (oa) and degenerative joint disease of the right knee (djd). Three years ago, after the synvisc one injection, the consumer began experiencing feeling a pain in the right knee and the whole leg hurt described as a hurt to the bone in the leg. The patient had a reaction 3 years ago, as she had the injection from the side of the knee, and it was entire leg pain. During the injection three years ago the doctor had the patient lay flat on the mat or bed, the patient put her leg up and her knee up; the doctor did something different; and on the side on the right and back of the knee at an angle was the injection performed. The patient had synvisc since 2004 and she had always had some soreness and pain in the past but not like this. No concomitant medication or concurrent condition was reported. On (B)(6) 2017, at 1445 hours, the patient received treatment with intra-articular synvisc one injection once (dose, batch/ lot number and expiration date: not provided) into an unspecified location for osteoarthritis and degenerative joint disease of the right knee. It was reported that this time the injection was from the side not the front as usual and the patient felt some pressure and pain. The patient felt a boom then alerted the doctor of the pain and the doctor shifted the needle around while it was still inside her and that hurt less. It was further reported that the injection went to the lower part of the thigh at angle into the knee. The same day, during the injection, the consumer began experiencing feeling really sharp pain that hurt a lot on the right knee. The patient was using the cane that she brought for use after the injections, was not putting weight on the leg, used ice when getting home, stayed off the knee for feeling really sharp pain that hurt a lot on the right knee. At 11:00 p.m., the patient began experiencing feeling the excruciating pain kick in when laying down described as not getting sleep, feeling a pain in the bone and ligament on the right side, having a swollen right knee, having a half dollar size knot that could be seen and felt at the injection site, pinged down to the toes on the right foot. Treatment included staying off the right leg on (B)(6) 2017 (yesterday), staying off the leg again on (B)(6) 2017 (today), using ice packs every twenty minutes off and on for feeling the excruciating pain kick in when laying down described as not getting sleep, feeling a pain in the bone and ligament on the right side, having a swollen right knee, having a half dollar size knot that could be seen and felt at the injection site, pinged down to the toes on the right foot. There was no treatment for feeling a pain in the right knee and the whole leg hurt described as a hurt to the bone in the leg. It was reported that the patient thought that it was the doctor because he did the injection differently; that her previous doctor would use an ultrasound; that she started with her current doctor in 2012; that this last injection was the worse and the patient had a high pain tolerance. From 2300 hours to 0600 hours the next morning, the patient had severe pain. The patient was not able to fall asleep after the injection until 06:00 am the next day, with pain subsiding. On (B)(6) 2017, 1 day after the injection, the patient couldn't walk. On (B)(6) 2017, the patient took off bandages from the injection; the knee was still swollen and it was now the size of quarter. The patient was able to sleep last night and when she got up to go to rest room and laid down the knee started to hurt but not as severe. The patient did not feel it is an allergic reaction; the pain was localized to the right knee. On (B)(6) 2017, 3 days after the injection, the following (B)(6), one new thing the patient noticed was a lump on her hip. It was reported that it was at the top of the femur and lower part of the hip and felt like a bruise. The lump at the injection site in her right knee has started going down. It was reported that this current reaction the patient was having was worse. Corrective treatment: staying off legs; ice packs; using cane for feeling a pain in the bone and ligament on the right side, pings down to the toes on the right foot, severe pain in her whole leg, swollen right knee, dollar size knot that can be seen and felt at the injection site/ size of quarter/ lump at the injection site in her right knee, really sharp pain that hurt a lot on the right knee/ feeling pain in the right knee/excruciating pain when laying down/severe pain in her whole knee; not reported for rest of the events. Outcome: not recovered for not getting sleep/ not able to fall asleep, feeling a pain in the bone and ligament on the right side, pings down to the toes on the right foot, really sharp pain that hurt a lot on the right knee/ feeling pain in the right knee/excruciating pain when laying down/severe pain in her whole knee; recovering for swollen right knee, dollar size knot that can be seen and felt at the injection site/ size of quarter/ lump at the injection site in her right knee; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Reporter causality: not reported for all the events. Company causality: not associated for lump on her hip/ at the top of the femur and lower part of the hip and feels like a bruise; associated for rest of the events. Seriousness criteria: important medical event (ime) for couldn't walk. Pharmacovigilance comment: sanofi company comment dated 8-jun-2017: this case concerns a patient who received treatment with synvisc one and later was not able to walk. On the basis of significant temporal relationship causal role of suspect cannot be excluded in occurrence of the event. However, due to lack of information regarding past drugs, medical history and concomitant medications precludes complete medical assessment of the case.

Event description:
This case was cross referenced with case: (B)(4). (Same patient). This sponsored solicited case from was received on 02- jun-2017 (with additional information received on 05- jun-2017 and both the information was processed together with clock start date of (B)(6) 2017) from a patient via patient support program. Patient ID: (B)(4); country: united states, study title: sanofi patient connection. This case involves a (B)(6) female patient who received treatment with synvisc one and the same day was not getting sleep/ not able to fall asleep, was feeling a pain in the bone and ligament on the right side, pings down to the toes on the right foot, severe pain in her whole leg, felt some pressure/ felt a boom, swollen right knee, dollar size knot that can be seen and felt at the injection site/ size of quarter/ lump at the injection site in her right knee, really sharp pain that hurt a lot on the right knee/ feeling pain in the right knee/excruciating pain when laying down/ severe pain in her whole knee ; after 1 day couldn't walk; after 3 days developed a lump on her hip/ at the top of the femur and lower part of the hip and feels like a bruise. The patient had been on synvisc one since a date prior to (B)(6) 2012 for osteoarthritis (oa) and degenerative. Joint disease of the right knee (djd). Three years ago, after the synvisc one injection, the consumer began experiencing feeling a pain in the right knee and the whole leg hurt described as a hurt to the bone in the leg. The patient had a reaction 3 years ago, as she had the injection from the side of the knee, and it was entire leg pain. During the injection three years ago the doctor had the patient lay flat on the mat or bed, the patient put her leg up and her knee up; the doctor did something different; and on the side on the right and back of the knee at an angle was the injection performed. The patient had synvisc since 2004 and she had always had some soreness and pain in the past but not like this. No concomitant medication or concurrent condition was reported. On (B)(6) 2017, at 1445 hours, the patient received treatment with intra-articular synvisc one injection once (dose, batch/ lot number and expiration date: not provided) into an unspecified location for osteoarthritis and degenerative joint disease of the right knee. It was reported that this time the injection was from the side not the front as usual and the patient felt some pressure and pain. The patient felt a boom then alerted the doctor of the pain and the doctor shifted the needle around while it was still inside her and that hurt less. It was further reported that the injection went to the lower part of the thigh at angle into the knee. The same day, during the injection, the consumer began experiencing feeling really sharp pain that hurt a lot on the right knee. The patient was using the cane that she brought for use after the injections, was not putting weight on the leg, used ice when getting home, stayed off the knee for feeling really sharp pain that hurt a lot on the right knee. At 11:00 p.m., the patient began experiencing feeling the excruciating pain kick in when laying down described as not getting sleep, feeling a pain in the bone and ligament on the right side, having a swollen right knee, having a half dollar size knot that could be seen and felt at the injection site, pinged down to the toes on the right foot. Treatment included staying off the right leg on (B)(6) 2017 (yesterday), staying off the leg again on (B)(6) 2017 (today), using ice packs every twenty minutes off and on for feeling. The excruciating pain kick in when laying down described as not getting sleep, feeling a pain in the bone and ligament on the right side, having a swollen right knee, having a half dollar size knot that could be seen and felt at the injection site, pinged down to the toes on the right foot. There was no treatment for feeling a pain in the right knee and the whole leg hurt described as a hurt to the bone in the leg. It was reported that the patient thought that it was the doctor because he did the injection differently; that her previous doctor would use an ultrasound; that she started with her current doctor in 2012; that this last injection was the worse and the patient had a high pain tolerance. From 2300 hours to 0600 hours the next morning, the patient had severe pain. The patient was not able to fall asleep after the injection until 06:00 am the next day, with pain subsiding. On (B)(6) 2017, 1 day after the injection, the patient couldn't walk. On (B)(6) 2017, the patient took off bandages from the injection; the knee was still swollen and it was now the size of quarter. The patient was able to sleep last night and when she got up to go to rest room and laid down the knee started to hurt but not as severe. The patient did not feel it is an allergic reaction; the pain was localized to the right knee. On (B)(6) 2017, 3 days after the injection, the following saturday and sunday, one new thing the patient noticed was a lump on her hip. It was reported that that it was at the top of the femur and lower part of the hip and felt like a bruise. The lump at the injection site in her right knee has started going down. It was reported that this current reaction the patient was having was worse. Corrective treatment: staying off legs; ice packs; using cane for feeling a pain in the bone and ligament on the right side, pings down to the toes on the right foot, severe pain in her whole leg, swollen right knee, dollar size knot that can be seen and felt at the injection site/ size of quarter/ lump at the injection site in her right knee, really sharp pain that hurt a lot on the right knee/ feeling pain in the right knee/excruciating pain when laying down/severe pain in her whole knee ; not reported for rest of the events. Outcome: not recovered for not getting sleep/ not able to fall asleep, feeling a pain in the bone and ligament on the right side, pings down to the toes on the right foot, really sharp pain that hurt a lot on the right knee/ feeling pain in the right knee/excruciating pain when laying down/severe pain in her whole knee; recovering for swollen right knee, dollar size knot that can be seen and felt at the injection site/ size of quarter/ lump at the injection site in her right knee; unknown for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Reporter causality: not reported for all the events company causality: not associated for lump on her hip/ at the top of the femur and lower part of the hip and feels like a bruise; associated for rest of the events. Seriousness criteria: important medical event (ime) for couldn't walk. Additional information was received on 07-jun-2017. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 7-jun-2017: this case concerns a patient who received treatment with synvisc one and later was not able to walk. On the basis of significant temporal relationship causal role of suspect cannot be excluded in occurrence of the event. However, due to lack of information regarding past drugs, medical history and concomitant medications precludes complete medical assessment of the case.